Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged approximately 5 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.